Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician reported a hakim valve (ID (B)(6)) was implanted via ventriculoperitoneal (vp) shunt due to congenital hydrocephalus on an unknown date with unknown setting. On (B)(6) 2024, a revision surgery was performed to remove the valve due to obstruction. The patient's primary disease is myelomeningocele. The patient is under follow-up. According to information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. It is also unknown how the obstruction was discovered and if the valve was replaced.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - product code 82-3162 with lot 5056584, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the silicon housing of the needle chamber was damaged. The position of the cam when valve was received was 130mmh2o. The valve passed the test for programming, occlusion, and reflux. The valve was leak tested; it failed and leaked from the damaged silicone housing in the needle chamber. The siphon guard and pressure test were not possible due to the damaged silicone housing. Root cause analysis - no root cause could be determined for the ¿obstruction¿ issue reported by the customer as the technician could not confirm an occlusion with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to the damaged silicone housing in the needle chamber (leakage into unintended parts of the body instead of going through the valve). The root cause of the damaged silicone housing noted during the investigation is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the "IFU" silicone has a low cut/tear resistance.